Manufacturer narrative:
Investigation - evaluation: a review of complaint history, functional testing, device record history, instructions for use (IFU), documentation and quality control was conducted during the investigation. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: an end user warning stating "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." The complaint stated "the district manager was present and indicated the patient had a very diseased and occluded vessel. The physician had to spin the catheter several times, this and the patient's condition could possibly be the cause of the breakage. It is highly likely that spinning the catheter in an occluded vessel allowed the catheter to twist then fracture. Design verification testing was performed to ensure the catheter force at break meets standards. No anomalies were identified through the investigation of the design history record for this lot. There is no evidence to suggest that the device was not made to specification. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Event description:
During a lower extremity angiogram of the left leg, the distal end of the catheter broke off in the patient. The physician used a snare to retrieve the separated portion of the device. According to the initial reporter, the patient had a very diseased and occluded vessel. The physician had to spin the catheter several times. The separated portion of the device was removed with no harm to the patient.

Manufacturer narrative:
The event is currently under investigation.

Event description:
During a lower extremity angiogram of the left leg, the distal end of the catheter broke off in the patient. The physician used a snare to retrieve the separated portion of the device. According to the initial reporter, the patient had a very diseased and occluded vessel. The physician had to spin the catheter several times. The separated portion of the device was removed with no harm to the patient.